Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician removed and resheathed a ruby coil for later use. The physician met resistance while advancing the ruby coil from the introducer sheath into the microcatheter and it was removed. The procedure successfully continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect on the patient.